Event description:
The info provided to sjm indicated a 6f ultimum hemostasis introducer was selected for use in a 6-7f venous vessel puncture during an ablation. Upon completion, the 6f catheter was removed. As the sheath was being removed, a portion of it separated. It migrated into the pulmonary artery during an unsuccessful extraction. The following day, the segment of sheath was removed with a snare. The pt did not experience any adverse reactions but the hospital stay was extended due to this event.